Event description:
It was reported that this lead was unable to be implanted as the physician preferred not to use a dilator, therefore; when introducing the lead in the sheath lumen there were difficulties and the lead bent. The internal coils were damaged as a result. This lead was successfully replaced and is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Manufacturer narrative:
Supplemental: the product has been received for analysis. This report will be updated upon completion of analysis. Initial: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that this lead was unable to be implanted as the physician preferred not to use a dilator, therefore; when introducing the lead in the sheath lumen there were difficulties and the lead bent. The internal coils were damaged as a result. This lead was successfully replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Supplemental 2: product investigation confirmed the reported observations. This lead failed the visual inspection test. Detailed analysis confirmed an extremely bent lead near the tip of the lead. Supplemental: the product has been received for analysis. This report will be updated upon completion of analysis. Initial: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that this lead was unable to be implanted as the physician preferred not to use a dilator, therefore; when introducing the lead in the sheath lumen there were difficulties and the lead bent. The internal coils were damaged as a result. This lead was successfully replaced and returned for analysis. No adverse patient effects were reported.